Event description:
It was reported that a patient using the ilet bionic pancreas experienced difficulty operating the pump and infusion sets after delayed training and limited physical strength, with frequent hypoglycemic readings in the 50's while still on pump therapy; the medical device problem and device component involvement could not be specified due to insufficient information. Symptoms included hypoglycemia. Outcomes included no reported long-term health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available and that there was insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.